Manufacturer narrative:
The insulin pump returned with button error alarms on the display due to corroded keypad traces. The device had cracked case at all corners of the display window, cracked reservoir tube lip, cracked battery tube threads, and scratched display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 122 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.